Event description:
Product specialist reports she was demonstrating a safety syringe by attaching the needle to the syringe, she demonstrated the transport and locking of safety shield by banging the syringe on table. The locking mechanism did not function properly.